Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1057 mcg/day) from an implanted pump. The indication for use was intractable spasticity and cerebral palsy. On (B)(6) 2016, the patient was scheduled for a pump replacement due to nearing the elective replacement indicator (eri). During the procedure the surgeon was unable to aspirate the catheter at the pump connector site. The catheter was replaced. It was noted that there were no obvious signs of issues with the catheter and no reported complaints from the managing hcp. The patient's status at the time of the report was alive with no injury. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.